Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issues with the insulin pump and had changed the infusion set six times because the insulin pump kept alarming no delivery. The blood glucose reading at time of call was 102mg/dl. During the call, the customer reported being hospitalized with high blood glucose. The customer mentioned that the cannula was bent in his body. No further information was provided.